Event description:
It was reported that the physician used a pta balloon that allegedly had a covering problem. His procedure was in an arterial venous graft, using an 8f sheath with a .035 wire. The tracking anatomy was no more tortuous or calcified than usual. A hand syringe assembly was used to manually inflate the balloon. A 10ml syringe, and 3ml syringe, and a high pressure three way stopcock. Five inflations were done. When he did the angioplasty, it was noticed that there was some waist on the balloon. He checked the balloon outside of the body and that is when he noticed the covering coming off of the end, which made the balloon have a different shape and kept it from effacing completely. No pt injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The sample has been returned and the investigation is currently underway.